Event description:
(B)(6) was covering a northstar occipital case with (B)(6) at (B)(6) university yesterday, and needs to file a complaint for a broken occipital screw (4.0 x 14mm). (B)(6) pre-bent top screw hole on occipital plate, used burr for pilot hole, then used guide for drilling, tapping and driving screw. He took the guide off, and decided to redirect the screw (back it out) without the guide and just the driver. After backing out the screw 3mm, the occipital screw broke, leaving 11mm in patient's skull. (B)(6) had to perform a craniectomy to remove the bone screw left in skull.

Manufacturer narrative:
A broken occipital screw (4.0 x 14mm) that occurred during a northstar occipital case was reported to seaspine. During the procedure, the surgeon decided to redirect (back out) the srew without the guide and just use the driver. While backing out the screw 3mm, the occipital screw broke, leaving 11mm in patient's skull and a craniectomy was performed to remove the bone screw that was left in the skull. Possible adverse events: bending, disassembly or fracture of implant and components.